Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit was programmed with test mini link and the glucose sensor simulator. The sensor feature working properly. No lost sensor or unexpected low hypo alert alarms noted. The device was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with cracked case at lcd window corners, reservoir tube and battery tube threads. Unit received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 191 mg/dl. Troubleshooting was performed. The device was returned for analysis.